Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) reported beeping from the device. Upon interrogation the ICD displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.